Event description:
The caller reported that the insulin gauge intermittently displayed an amount different from expected. Reportedly, the customer was not completing the air removal step during the load process. Tandem technical support reviewed the cartridge fill procedure. There was no adverse impact on the customer's blood glucose level during these events. The customer continued using the cartridge.